Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause was not identified. However, the investigation indicates that component failure was the most probable cause of the complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope had a cut protector at the video cable section, damaged fiber bonding in the outer tube area at the distal end, a dented outer tube that prevented disassembly, and a kinked charged coupled device unit (r-unit) that also prevented disassembly. There were no reports of patient involvement.